Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and dat test at 0.08740 inches. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 583 mg/dl and sunday morning customer it was more that 480 mg/dl, went to urgent care, got insulin there, and customer had removed pump gave insulin and then it was 140 mg/dl and after 35 minutes later it was skyrocketing again. The blood glucose at time of incident was 582 mg/dl and current blood glucose was 180 mg/dl. Customer declined to continue pump troubleshooting for possible causes of high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.